Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother initially called stating that the customer's insulin pump was alarming motor error during priming. Caller mentioned that the customer was hospitalized twice in april and in may of last year due to high blood glucose. Nothing further was reported.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement tests. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. Unable to perform the occlusion and excessive no delivery tests due to the motor error alarm. A cracked case, cracked reservoir tube lip and scratched lcd window noted.